Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, an attempt was made to use the access ports to facilitate device removal, however, it was unsuccessful. The device was removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed and the thumb advancer had been unlocked and retracted confirming use of the access ports. The sheath was completely slit; however, the flex-guide was damaged and the control wire was bent. The vessel locator wings were broken at the distal retaining ring. All sections of the broken wings were returned with the device. The damage to the flex-guide and control wire is consistent with shaft carving. During thumb advancement, if the tube set is not kept in line with the flex-guide and tissue track, the tube set may carve into the flex-guide, damaging the outer nylon shaft and bending the control wire. The broken vessel locator wings are consistent with forceful removal of the device with the wings open. The most probable cause of the failure of the wings to fully collapse into the tube set after clip deployment is tissue compressed between the distal end of the device and the vessel locator wings during thumb advancement. The device was opened for internal exam and the safety release button and rod were found pushed inward out of the retaining tabs. The damage detected with the safety release rod indicates an attempt was made to collapse the vessel locator wings using the safety release button after clip was deployed. The safety release is no longer functional after the clip has been deployed. Based on the investigation findings, the most probable root cause for the broken vessel locator wings, bent control wire, and damaged flex-guide is related to operational context in the use of the device, and the most probable cause for the damaged safety release rod is incorrect technique. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.